Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to unknown reasons. The acetabular cup and head were removed and replaced with biomet product. Additional information received indicates that the revision procedure that took place on (B)(6) 2013 was due to the acetabular cup protruding into patient's acetabulum. Additional information received in patient medical records indicates that right hip revision procedure performed on (B)(6) 2013 was due to protrusio with venous stenosis. The patient's operative report noted granulation and brown coffee-ground consistency of the tissue, a stenotic vein, eroded femur, and soft tissue fibrosis. Additional information received in patient medical records noted that on (B)(6) 2011 patient's blood was tested. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02015 & 2014-02055).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2013 due to unknown reasons. The acetabular cup and head were removed and replaced with biomet product. Additional information received indicates that the revision procedure that took place on (B)(6) 2013 was due to the acetabular cup protruding into patient's acetabulum. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain and elevated metal ion levels.